Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v895980, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v895980, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location and a revision surgery occurred. The surgeon explanted the existing lead and replaced medially and posteriorly. Reprogramming occurred as a result of the event. There were no patient symptoms reported and their status at the time of report was alive with no injury. It was further reported the patient received effective therapy.